Manufacturer narrative:
A serious injury did occur but device malfunction is not suspected.

Event description:
Initial reporter indicated that, the patient's physician is inserting a "right vns", but no new generator. Additionally, it was reported the surgeon was planning on replacing the lead only and implanting it on the right vagus nerve. The patient was experiencing pain and doctor associated the pain with the lead because, when the device was turned off, the pain resolved. The physician reported that diagnostic results were "great" and x-rays revealed no anomalies. He said that he "programmed off the generator and the pain went away." He said he "can also lower settings and the pain is less intense." He said the "patient also has psychiatric issues and that may be contributing to her ability to tolerate it", but "the pain is still bad enough that something has to be done." He said that the painful stimulation started out of "nowhere" and he "does not know the cause" because of the good diagnostics and x-rays. The patient underwent the lead replacement surgery and the MFR is making good faith attempts for the explanted lead to be returned for analysis.